Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer's blood glucose level was in the 500s range (mg/dl). The customer cleared the alarm, resumed insulin without changing out any supplies, and attempted to deliver a bolus. However, another occlusion alarm occurred. The customer changed out the site, tubing, cartridge, and delivered another bolus successfully. As customer had changed all supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.